Event description:
A report was received that the patient's ipg was no longer functioning and was having difficulty communicating with the ipg which result to difficulty charging with the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected and the patient was doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that it was not confirmed if electrocautery was used during the ipg replacement procedure. (B)(4) device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked. The device was no longer functioning due to asic-u2 damage. The sleep current measured high and the vh impedance measured low resistance. It was reported that the symptom appeared after the previous revision procedure. Due to the device damage, the patient data was not retrieved.

Event description:
A report was received that the patient's ipg was no longer functioning and was having difficulty communicating with the ipg which result to difficulty charging with the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected and the patient was doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (B)(4).